Event description:
It was reported that after a right colon resection procedure during operating room clean up staff smelled plastic burning and found the device smoking in the trash can. The device was deconstructed, and it was found that the battery had melted through the plastic of the device.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) "There was no patient involvement or consequence. This was post case during or clean up." Investigation summary this is an analysis of six photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos provided it was observed the battery pack melted. In addition, the bulkhead contacts were observed to be burnt. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned samples determined that one pcee60a instrument and battery pack was returned along with 8 others that were still in sterile packaging. Upon evaluation, three battery packs were received with charring on the outside of the pack. Two have been on this side. We can¿t tell on the third since only the pack was returned. The pack was disassembled by the hospital and the root cause of this failure is unknown. In addition, the 8 sterile instruments were opened and tested according to internal procedures. All instruments performed normally, and the battery packs did not overheat. In order to evaluate the functionality of the devices; all the devices were tested and a production battery pack was installed on the complaint instruments, and all were observed performing the test normally, and the pack did not overheat. No char marks were observed on the instrument pcb after the shrouds were removed. No conclusion could be reached as to what may have caused the battery pack to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the battery pack to be damaged.